Event description:
It was reported that the device had stuck tamper switch. Hence, pcu8015 turned on in maintenance mode without holding tamper switch. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had stuck tamper switch was not identified during the customer call. To resolve the problem, the technical support team suggested that the device be sent in for warranty repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.